Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank screen and replace battery now alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for replace battery now alert and that was the second occurrence of receiving alarm in less than 8 hours after low battery warning. Troubleshooting was performed and the battery cap contacts and battery compartment or springs were not damaged. Display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing.. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement test, active current measurement and self test. The pump was monitored and no unexpected powering off or blank display noted. All currents within specs. Successfully downloaded history files and traces using thump software. Unable to generate power management graph due to no information for the event date. Customer did not experience an unexpected power loss of less than 7 days due to no records of low battery alert fault 104 in the pump history files. The pump was cut open and traces of moisture on battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails) and cracked battery tube threads. In summary, customer alleged blank display not confirmed. Unexpected battery power loss not confirmed. Expose to moisture on battery tube assembly noted during visual inspection. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.